Manufacturer narrative:
The field service engineer (fse) found that the sample probe had gel stuck in it. The investigation determined that the issue found by the fse was the root cause of the event. The fse cleaned the sample probe and the issue was resolved. Precision studies were performed and they were within specifications.

Event description:
We received an allegation of questionable result for multiple patients samples tested with the sodium (na) electrode on a cobas 8000 ise module. Discrepant results were provided for 1 patient sample sample 5). On (B)(6) 2023 sample 5 was run on ise2 module and initially resulted in a na value of 148 mmol/l. The laboratory recognized high na results and therefore, no incorrect results were reported outside the laboratory. Sample 5 was then repeated on the same analyzer on ise1 module and the na result was 141 mmol/l. The repeated result deemed to be correct. The na electrodes were replaced on (B)(6) 2023 and the results were okay. The na electrode lot number was d7576. The na electrode expiration date was not provided.